Event description:
It was reported that approximately 31 months post implant of a bifurcated device, a suprarenal aortic extension, and two limb extensions, the patient had a computed tomography (CT) scan performed for something unrelated to her aneurysm. The CT scan indicated the patient had and endoleak at both limbs. The physician elected to implant two infrarenal aortic extensions. The post angio showed no endoleak. The patient was reported to be doing fine.

Manufacturer narrative:
Suboptimal medical documentation imaging studies were available for this review. Product appropriateness and patient candidacy could not be fully assessed due to the lack of a pre implant CT scan. Thirty-one months post implant, there was evidence to support: bilateral type iiia endoleaks of the iliac arteries and complete component separation (stent graft complaint). The secondary procedure was confirmed. Bilateral bridge stents successfully mitigated the endoleaks. The patient was discharged on the second post-operative day on antiplatelet therapy. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based on the investigation information, a root cause of the reported issue could not be identified due to lack of clinical information.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.